Manufacturer narrative:
Additional information: h4: the lot was manufactured between december 9-10, 2024. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed which showed fluid inside a bag that contained the folfusor device which suggested a leak may have occurred. The reported condition was verified. The cause of the issue could not be determined; however, a probable cause for the issue may be use-related with tightening the blue wing luer cap. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked from an unspecified location; the device felt sticky. The issue was noticed while removing the device from the purple bag (overpouch). The pump was filled with 4650mg fluorouracil in sodium chloride 0.9% having a total volume of 115ml. There was no patient involvement. No additional information is available.